Manufacturer narrative:
F2: 1501570000-2016-8020.

Event description:
During a laparoscopic roux-en-y gastric bypass, the needle fell off while inside the patient and was recovered. There was no harm to patient.